Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed ¿no disposable clamp tubing.¿ pump settings were reviewed (res vol 10.2 ml, cont rate 2.2 ml/hr, vol given 89.8 ml) troubleshooting was performed but the alarm persisted. The event occurred while in use, no patient harm was reported.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.